Event description:
It was reported that the patient experienced increased arm and head pain. A possible kinked catheter was suspected. Surgical observation took place on (B)(6) 2012 and a kinked intrathecal portion of the catheter was found. The catheter was surgically repositioned and the catheter was unkinked on (B)(6). The patient was reported to have resolved without sequelae on (B)(6) 2012. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).